Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frequent battery changes, the screen was hard to read, backlight was dimmer, battery cap was stripped, rewind was slower, had error code messages, had unexplained no delivery alarms and the buttons had to be pressed harder a few times to respond. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.